Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that trial is stuck onto inserter which seems broken too. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the device appears maybe the trial inserter is now broken because the wheel knob on the inserter just spins and doesn¿t loosen the threaded dip anymore hence why the trial is still stuck to it.

Manufacturer narrative:
H3: product analysis part # (B)(4), lot# em23a025 visual inspection confirmed trial is jammed on the inserter. The inserter inner shaft has broken causing the trial to be jammed. Then damage to the shaft is consistent with overload. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.